Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Pt sample info was not supplied. The sample was centrifuged for 10 minutes at 2,200 relative centrifugal force (rcf). Quality control (qc) info was within spec on (B)(6) 2008. System check info was not supplied by the customer. The customer stated the sample was re-aliquoted, re-centrifuged and re-aliquoted then analysed on access 2 system. The sample was collected at 20:30. The result did not require amending. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. In addition, elevated troponin I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus troponin I (accu tni) results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from add'l tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point.

Event description:
The customer reported an elevated troponin I (accutni) result, within the risk stratification range, for one pt involving access 2 immunoassay system. The pt sample was retested and was within the normal reference range. The elevated result was released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event.